Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was observed to be pacing at the maximum sensor rate while the patient was connected to hospital monitoring equipment. Pacing returned to normal after the sensors were programmed off. Boston scientific technical services (ts) discussed potential interference with the minute ventillation sensor. No adverse patient effects were reported. This product remains implanted and in service.